Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: (B)(6) 2019 at 05:00am initial troponin = 0.72ng/ml (diagnostic cutoff = 0.5ng/ml) / ER requested sample be retested = 0.02; new draw at 07:18am = 0.02 (normal range = 0.00-0.05ng/ml). There was no reported impact to patient management.

Manufacturer narrative:
A search for complaints for lot 67309un18 did not identify an increase for falsely elevated patient results and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Historical performance of lot 67309un18 was evaluated using world wide data from abbottlink. The patient median data and cal f rlu median were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu median for lot 67309un18 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 67309un18. Use error may have contributed to the customer's issue as retests of the original sample and the new sample gave lower results, indicating a possible sample integrity or sample handling issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified architect stat troponin-I, lot 67309un18.